Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer reported that the when the pump annunciated an audible beep, the beeping sounded "scratchy". During troubleshooting with tandem technical support, a reset was performed and the malfunction alarm was cleared and there were no issues with the pump beeps. Insulin delivery was able to be resumed. There was no reported impact to the customer's blood glucose level due to the reported issues.